Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 9 months. A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015 due to a right cerebral intraparenchymal hemorrhage. The patient was admitted to the emergency department sweaty, weak, disoriented and with left sided weakness. A head CT scan revealed a head bleed which was unable to be controlled. The patient was taken to the operating room to attempt to control the bleeding; however the bleeding could not be controlled. The patient was admitted to the ICU where the patient's family made a decision to withdraw care. It was reported that the patient did not have any history that would have been relevant to the event. The patient's inr goal was 2.8 and had been therapeutic months prior. Upon admission the inr was 1.9.